Event description:
Complainant alleged that the medics were responding to a call for a pt who had coded. The medics applied the electrodes to the pt, and then transferred the pt to a backboard. The medics proceeded to defibrillate the pt seventeen (17) times at various joule settings. Upon the delivery of the 17th shock, at 360 joules, the medics heard a loud pop, "like a fire cracker" and they observed a "flame". The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.